Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "low"; specific value was not provided, due to needing setting adjustment. Customer consumed carbohydrates and used baqsimi to address bg. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.